Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned, only the header bag was received; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00220.

Event description:
The user facility reported that two angio-seal sheaths were bent upon removal from the packaging. The physician did not want to use or deploy the devices for the patient's safety. Additional information was received on 17mar2020: the first device was opened, and the sheath was noted to be bent. The doctor then opened a second angio-seal device from the same lot number, and it was bent right out of the package as well. A third angio-seal device was opened, and the procedure was completed with no issues. There were no issues for the patient and the patient was in stable condition.